Event description:
Ett placed, portex co2 clip used to verify tube placement. Color on clip did not change color as per routine. Second clip used, no color change. Devices were different lot numbers, both within expiration date.